Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call the patient had a delivery issue. The customer's blood glucose level was 15.1 mmol/l at the time of the incident. Mother stated she stopped the bolus as the customer did not finish dinner. The insulin pump alerted to replace the battery, once the battery was replaced the insulin pump then started the delivery of the bolus. Mother stated the customer collapsed in a shop. Mother stated they would call back the next day so that they can look into the dates on the insulin pump for the delivery anomaly.